Manufacturer narrative:
It was reported that a portion of the fractured lead was left implanted, and the procedure was abandoned. This was not able to be confirmed by the lab with device testing. The lead was returned incomplete, only the terminal end lead segment was returned. The segment appeared to have been cut off from the lead¿s stimulation end. The report that the lead was fractured was not able to be confirmed; the terminal end segment that was returned had no broken wires.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000097221.

Event description:
It was reported that during a lead replacement procedure on (B)(6) 2023 [related manufacturer reference number:3006705815-2023-02234 and 3006705815-2023-02235], a portion of one of the leads broke off just outside of the epidural space the physician was unsuccessful in their attempt to remove the fragment and the fragment remains in situ. As a result, surgical intervention may be undertaken in the future. It is unknown which lead is liable.